Event description:
It is reported that the shell contains a burr which may have caused the liner to fracture.

Manufacturer narrative:
Evaluation summary: the shell had burrs on the scallops and a large burr between 2 scallops within the fractured section of the liner. It appears that the burr between the 2 scallops may have lead to the fracture of the liner. The burr appears to be from some kind of impaction. It is not known how this burr occurred as the device history shows that the shell was in good condition at the point of packaging. Cause cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.